Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/ valve leak and/or damage/port leak and/or damage: observed opening striated on anterior side assessed as surgical damage. Additional observations: white particles inside of the device. Wear abrasion observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional additionally reported left side "valvolar leak."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, valve leak and/or damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.